Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was mildly calcified, moderately tortuous and 90% stenosed. After lesion pre-dilatation, the 3.5x28mm xience prime stent was implanted and post dilated with a 3.5x12mm nc balloon; however, a distal edge dissection was noted. A 3.0x33mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.